Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in one piece measuring 6.0 cm. Final analysis found a breached insulation abrasion at 4.7 to 5.0 cm from the connector pin. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.